Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was to have their device replaced. During a review of information regarding the issue, clinic notes were found that noted that the patient's device registered high impedance in (B) (6) 2007, and that the device was programmed off in (B) (6) 2007. It was noted that x-rays of the device were taken at that time, and were stated to reveal no fractures within the lead of the device. The x-rays were never forwarded to the manufacturer for review. Attempts for further information regarding the events have been unsuccessful to date. The patient is to have the enter vns therapy device replaced, but a date for surgery is currently unknown.